Event description:
It was reported that the cot fastening system and the associated vehicle the cot fastening system was installed in caught on fire. It was alleged by the customer that the installation of the product could have caused or contributed to the event.

Manufacturer narrative:
It was alleged by the customer that the third party installer company may have installed the product incorrectly by pinching a wire and this could have allegedly caused or contributed to the alleged event. No injury or adverse consequence was reported as a result of the alleged event.

Event description:
It was reported that the cot fastening system and the associated vehicle the cot fastening system was installed in caught on fire. It was alleged by the customer that the installation of the product could have caused or contributed to the event.